Event description:
(B)(4) clinical study. It was reported that post a coronary stenting treatment procedure, the patient experienced chest pain and restenosis. The target lesion being treated was located in the 1st diagonal. The lesion was 90% stenosed, 2.75mm in diameter and 12mm long. The lesion was treated with predilation and placement of 2.75x24mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2012, the patient experienced chest pain and restenosis. The patient described the chest pain as dull and throbbing. The patient was treated with aspirin and nitroglycerin. A 90% focal in-stent restenosis was noted in the 1st diagonal. The lesion was treated with placement of a 2.5x23mm non-bsc stent. Residual stenosis was 0%. The event was considered resolved without residual effects. The patient was discharged the same day on aspirin and prasugrel.

Event description:
(B)(6) clinical study. It was reported that post a coronary stenting treatment procedure, the patient experienced chest pain and restenosis. The target lesion being treated was located in the 1st diagonal. The lesion was 90% stenosed, 2.75mm in diameter and 12mm long. The lesion was treated with predilation and placement of 2.75x24mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2012, the patient experienced chest pain and restenosis. The patient described the chest pain as dull and throbbing. The patient was treated with aspirin and nitroglycerin. A 90% focal in-stent restenosis was noted in the 1st diagonal. The lesion was treated with placement of a 2.5x23mm non-bsc stent. Residual stenosis was 0%. The event was considered resolved without residual effects. The patient was discharged the same day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).